Manufacturer narrative:
The introducer sheath was returned for evaluation. Based upon the investigation findings, the reported event has been confirmed. Device evaluation identified that the distal end of the outer sheath was visibly damaged (strained), and that the radiopaque marker had become detached. A manufacturing record review was performed; the lot met all release criteria with no nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The device instructions for use, under warnings and precautions states: catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. Based upon the investigation findings, the cause for the reported radiopaque marker band detachment could not be determined; however, there is no indication that it is due to a manufacturing issue.

Event description:
It was reported that during advancement of a suprarenal aortic extension, the physician noted under fluoroscopy that the radiopaque marker band of the introducer sheath detached during procedure. Reportedly, the physician deployed a suprarenal aortic extension and removed both the introducer sheath and delivery system. A second introducer was used to complete the procedure and a cut down was performed on the right iliac artery to retrieve the marker band. There was no reported injury to the patient.